Event description:
Healthcare professional reports a blood leak noted into the dialysate compartment during patient treatment. New disposables used to continue treatment without incident. Estimated blood loss of 250cc reported. Dialyzer reused prior to this report; number of times unknown. Healthcare professional reports no patient injury or need for medical intervention.